Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation. The customer's reported product problem (pump was draining battery at a faster rate) could not be duplicated. The pwa board was replaced as a preventive measure.

Event description:
Information was received indicating that this cadd ms3 pump was draining battery faster at a faster rate. It was reported that the nurse had to change batteries every 4 to 6 hours. The patient received remaining infusion via back-up pump. It was reported that the infusion being delivered was life-sustaining. There were no long-term adverse effects to the patient due to the reported event.